Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's stimulation was not working at all. The patient indicated that prior to the call they had increased stimulation to where they can feel stimulation and it worked for a couple days. Additionally, the patient noted that they had tried all 4 programs. The patient reported that they needed to use the bathroom every hour, but could not make it to the bathroom. Additionally, the patient noted that the day prior to the call they increased stimulation to the point that it was painful and the morning of the call the patient was walking up the stairs and was unable to make it to the bathroom in time. The patient reported that this issue started in august and got worse in september. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient could not do anything and was going to the bathroom every 4 hours. It got to the point where they would get out of the chair and their bladder would just open up and everything got wet. Patient found out they had a uti and never even knew they had it. Patient was put on macrobin 100mg to take once every 12 hours. After changing their device many times it was finally working. The issues had been resolved a little but patient stated they were only on one channel and needed to be recalculated. There was also times when they would charge themselves up and would feel it when they programed it but then it would fade. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that nothing was working for the patient because she wasn't getting relief on any setting that she had. The patient stated that she went to the doctor today and they told her to call to make an appointment to have a manufacturing representative come do an impedance check and reprogramming. The patient was redirected to follow-up with their health care professional. There were no further symptoms or complications reported or anticipated.